Event description:
The patient was sedated and prepped for surgery. The surgeon then attempted to utilize the tattoo machine for nipple areolar reconstruction, but the hand piece would not function. The ink had apparently dried within the barrel and brown shaft/replaceable core. This prevented the machine from dispensing any ink and a second machine had to be retrieved, prolonging anesthesia 15 minutes.during an internal review, staff noted that there was confusion concerning sterlization and disinfection instructions for the product. The care and maintenance section of the instructions manual for the device does not specify how to clean the middle section and the metal nose cone. The instructions does mention that the middle section can be immersed in liquid. However, it does not specify what type of liquid to use to clean and it does not address getting the inside of the middle section clean.this could have contributed to the malfunction in that the handpiece may not have been cleaned well enough to have fully removed any remaining ink from prior use.also, this machine had not been utilized by these employees before. Staff inexperience could have contributed to the malfunction.